Event description:
The customer reported that at 159,929 joules during a procedure, the fiber cap had become cracked at the beam exit and the fiber, which is side-firing, was seen to be forward firing. Decreased tissue vaporization was also reported. It was reported that the procedure was completed with this fiber. No pt injury was reported.

Manufacturer narrative:
Fiber cap fracture (B)(4). Forward-firing of the side-firing surgical fiber; output issue.